Manufacturer narrative:
(B)(4). The batch history record review was found to be accurate with no abnormalities.

Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out; however, the insertion and removal dates were not provided.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.